Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing muscle stimulation, dizziness and pain under the pacemaker presented in clinic on (B)(6) 2018 for follow up. Upon device interrogation, it was noted that the pulse generator had been in backup vvi operations since 4/4/18. A device download was performed successfully.